Manufacturer narrative:
H.6. Investigation summary: customer returned two (2) used 32g x 4mm bd pen needles from lot 8270627. Consumer reported needle missing at non patient end before injection, does not re-use. Both returned pen needles were examined, and it was observed that both had broken non-patient end (npe) cannulas, however, no evidence of manufacturing defect was observed. Since both samples were returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannulas is user error when attaching the pen needles to a pen injector. No samples or photos of samples from lot 8281678 were returned, therefore the alleged issues for samples from this lot could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with these packaged lot numbers concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure for samples from lot 8270627 (broken npe cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure for samples from lot 8281678 as no samples or photos were returned. The possible root cause for this issue (broken npe cannula) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time h3 other text : see section h.10.

Event description:
Material no. 320122. Batch no. 8281678. It was reported that during use of the bd ultra fine¿ pen needle the non patient end of needle was missing. The following information was provided by the initial reporter: consumer reported needle missing at non patient end before injection, does not re-use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed

Event description:
Material no. 320122, batch no. 8281678. It was reported that during use of the bd ultra fine¿ pen needle the non patient end of needle was missing. The following information was provided by the initial reporter: consumer reported needle missing at non patient end before injection, does not re-use.

Event description:
Material no. 320122; batch no. 8281678, 8270627. It was reported that during use of the bd ultra fine¿ pen needle the non patient end of needle was missing. The following information was provided by the initial reporter: consumer reported needle missing at non patient end before injection, does not re-use.

Manufacturer narrative:
Additional lot number provided. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8281678. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-21. Medical device lot #: 8270627. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-11-19.